Event description:
I have had breast implants since 2013. First I had saline implants, then I switched to silicone in 2018. I have developed food intolerances in the past year, migraine headaches, terrible ringing in my ears, brain fog that makes word finding difficult and I forget simple thing throughout the day, I have sharp / burning pains in my right breast. I am constantly fatigued no matter how much sleep I get. I have had chronic sinus issues and a terrible cough.